Event description:
Customer reported that the paramedics were called and he was hospitalized due to low blood glucose. Customer's blood glucose reading was 21 mg/dl when paramedics arrived. Customer stated that his wife checked his blood glucose and noticed that his blood glucose was 39 mg/dl and called the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.